Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, the helix of a implantable pacing lead was texted and did not advance. Another lead was used to successfully complete the procedure. No patient complications have been reported as a result of this event.